Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. The actual device used in the case was returned and evaluated. Visual examination of the returned device revealed that the aspiration catheter was separated in two pieces. The distal tip is intact and marker band is present. The proximal wire lumen appears undamaged. The aspiration catheter is separated at the proximal joint, 21cm from the tip. There are no kinks on the shaft of the device. A review of the device history record did not detect any deficiencies in the manufacturing process. The complaint investigation is confirmed for broken shaft. Therefore a decision was made to report this event. The analysis is complete as of (B)(4) 2011.

Event description:
The aspiration catheter was removed from the patient with the guide wire inside. Upon removal of the guide wire from the aspiration catheter, the catheter fractured separating 6" of the distal end of the catheter outside the patient.